Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on operation room before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon device interrogation, the right ventricular (rv) lead exhibited oversensing due to noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.